Event description:
It was reported that the user started a dexcom g7 continuous glucose monitor (cgm) with the ilet but the sensor remained in pairing mode and failed to initiate warmup; support instructed the user to restart the ilet, toggle the sensor connection, and re-enter the pairing code, consistent with a communication failure potentially related to interoperability between devices and the sensor¿s wireless component. No clinical signs or symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an intermittent communication failure consistent with an interoperability problem, with a potential association to the sensor¿s antenna or related electrical and magnetic componentry. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level communication issues resolved with troubleshooting.